Event description:
International customer reported that a patient underwent peritoneal dialysis and catheter insertion in 2009. The patient subsequently presented with a surgical site wound dehiscence. The patient was returned to surgery for repair. The customer reports that the suture was cut. Additional information was requested; no further information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Wound dehiscence occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.